Manufacturer narrative:
The pump was received with intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump buttons had intermittent response. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.